Event description:
Customer reportedly received a result of 89 mg/dl on the advantage system and 50 mg/dl on lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.